Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. The catheter was not returned. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld and has one major bend in the guide wire body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The exposed proximal core wire tip is rounded , pinched and discolored at the point of separation. The fractured distal weld contained signs of necking. The major bend in the guide wire body was measured at 295 mm from the proximal tip. The outside diameter of the guide wire was measured and was found to be within specification. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: md was performing the procedure according to IFU. After passing the guide wire, md tried to pass it through the catheter and it would pass. Md could not proceed with the procedure, and finished the procedure using the same product.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/catheter resistance - unraveled.

Event description:
Complaint description: md was performing the procedure according to IFU. After passing the guide wire, md tried to pass it through the catheter and it would pass. Md could not proceed with the procedure, and finished the procedure using the same product.